Manufacturer narrative:
The agent reported that (pin in screwdriver came out while using.) This event occurred during surgery, near the patient. No response was received by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the instrument was returned to djo and after further examination, the dowel pin came out causing the hex tip to detach from the shaft, pin was not recovered a review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. The root cause of this complaint is likely attributable to damage incurred through misuse or rough handling which surgical instruments are subjected to.

Event description:
Instrument failure: instrument broke, pieceleft in patient.